Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer states they treated the high blood glucose levels at the hospital. The customer states they needed assistance with serter they had lost. The customer states they would have their daughter call back at a later time to troubleshoot for lost serter and high levels.